Event description:
It was reported that patient went to the emergency room (ER) due to the controller not holding a charge. The patient reported the the controller at 10:45am showed 93%,of battery life then at 3:37pm received a low battery alarm and the battery was down to 10% of battery life and it shut down. Despite good faith attempts to obtain further details, no additional information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and battery not holding a charge. No lot release records were reviewed, as the product lot number was not provided.